Manufacturer narrative:
(B)(4). Estimated age (date of birth 1941). Post procedure, the anesthesiologist reported that due to the difficult acid-alkaline-balance, the general anesthesia was difficult to control and the patient was not extubated. The patient was sent to the intensive care unit. Per the physician, the mitraclip devices performed as intended and assumed that due to the difficult anatomy and the grasping trial of the second clip, the posterior leaflet detached from the first clip. No additional information was provided. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the anterior mitral valve leaflet. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping both leaflets and single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling system identified no other incidents reported for this lot. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets and slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflet and slda appear to be related to patient/procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as the deployed clip (40712u1/(B)(4)) detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. Although there was no adverse patient effect, this event has the possibility to cause or contribute to patient injury. It was reported that during a mitraclip procedure, after the first clip delivery system (cds 40712u1/(B)(4)) had been inserted into the anatomy, it was difficult to grasp the leaflets with the clip due to the dilation of the annulus and of the left ventricle/left atrium. The clip was able to be grasped in a latero-central position. Leaflet insertion assessment was satisfying and the clip was deployed. A second clip was introduced and placed on the medial side of the first clip. However, the grasping was not successful and the clip was not implanted. During the grasping attempts with the second clip, the posterior leaflet detached from the first clip and the anterior leaflet remained attached. The two clips did not come in contact and there was continual visual using the echocardiogram and fluoroscopy imaging. The second clip was then attempted to be placed on the medial side of the first clip to secure its position, but the grasping of both leaflets was not possible. The second device was removed from the anatomy and the mitraclip procedure was aborted. The first clip was stable and attached to the anterior leaflet. As the mixed mitral regurgitation grade remained at the preprocedure grade of 3, a second mitraclip procedure will be planned with a surgical standby. The patient was stable prior to and during the procedure.